Event description:
Boston scientific received information that the left ventricular (lv) lead was noted to be dislodged during device check. It was reported that the patient was brought to the emergency room due to atrial fibrillation (af) for which the patient received four shocks. Additional information obtained indicated that the lead dislodgement was confirmed through chest x-ray. No surgical intervention has been performed however; the device was programmed to right ventricular (rv) lead only pacing at that time. Further information was received that the lead was later explanted and a new lead was implanted as replacement of the dislodged lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that this left ventricular (lv) lead was also fractured when dislodgement was found out.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. The set screw mark was noted on the terminal pin, no discernible set screw marks were noted on the ring. Deformed conductor coils noted in the lead approximately 8 millimeters from the tip. Insulation damage was noted due to electro-cautery. The tines were missing from the lead tip, appeared to be torn off. However, laboratory analysis was not able to confirm reported allegation as the lead passed electrical testing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.